Manufacturer narrative:
(B)(4). A batch review of potentially associated lots, h10e12077 and h10g22015, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This MDR was submitted on (B)(6) 2011; however, due to a failed ack3, this MDR is being resubmitted on 02/17/2011.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be returned and evaluated, a follow up report will be submitted. This is the first of three complaints opened to address this event.

Event description:
The patient initially called the baxter representative for assistance with a cassette. During the call the patient stated he was currently hospitalized due to an infection in his abdomen. The patient stated that this is the second time the infection has occurred and he has been hospitalized. The patient his peritoneal catheter had been removed. During a follow up call, the facility nurse confirmed the patient had the peritoneal catheter removed and is on hemo dialysis. The nurse stated that the patient has had two documented cases of peritonitis. The nurse stated to contact his physician for further information. This is the master complaint for the event of peritonitis.

Manufacturer narrative:
(B)(4).